Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism malfunction (late deployment) or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history. There were no exact times provided. The pod was then removed and she stated that the needle mechanism deployed the cannula late.